Manufacturer narrative:
Other applicable components are: product ID: 3387s-40 , lot# va137pc, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was having an MRI before they have a lead revision which is scheduled for the next day. The patient is having the leads moved 2mm medial in order to optimize therapy. The symptoms and date the symptoms began which necessitated the lead revision were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative. It was reported that the patient had the lead replaced on (B)(6) 2017 as it was not effectively controlling their symptoms.